Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while in the hospital the patient received inappropriate high voltage therapy for supraventricular tachycardia. The device was reprogrammed and the patient was discharged from the hospital. The device remains implanted.